Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic but still attached to the active rod. The ceramic is fractured but it is still attached to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to make contact with the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have affected the sealing performance of the device.

Event description:
It was reported that during a prostate procedure, the instrument didn't coagulate. The instrument is only partially coagulated, each section causing bleeding. (Hemostatic issue), the patient lost a litter of blood. Procedure completed with the ligasure instrument. No patient consequence was reported.